Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that inner shaft/sheath detachment occurred. Vascular access was obtained utilizing an ipsilateral femoral approach. The 90% stenosed target lesion was located in the moderately calcified common iliac artery. After a guide wire crossed the lesion, pre-dilatation was performed. A 7x40x75mm epic vascular stent was placed without problem. When the system was removed from the patient's body, the inner sheath was completely removed or pulled out from the outer of the device. No detachment occurred inside the patient's body. The device was originally had stopper applied but the stopper did not function. No patient complications were reported and the patient's status was good.

Event description:
It was reported that inner shaft/sheath detachment occurred. Vascular access was obtained utilizing an ipsilateral femoral approach. The 90% stenosed target lesion was located in the moderately calcified common iliac artery. After a guide wire crossed the lesion, pre-dilatation was performed. A 7x40x75mm epic vascular stent was placed without problem. When the system was removed from the patient's body, the inner sheath was completely removed or pulled out from the outer of the device. No detachment occurred inside the patient's body. The device was originally had stopper applied but the stopper did not function. No patient complications were reported and the patient's status was good. Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The inner liner was detached from the device. The inner liner showed kinks in 3 locations. The kinks were located at 3.5cm, 5cm and 6.5cm from the tip. The inner liner distal end damage looks like there may have been some tensile force applied due to the way the inner liner appears to be damaged and stretched. This damage is consistent with interference with the introducer sheath which may have caused the separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).